Manufacturer narrative:
The reported complaint of "the lifeband did not retract and the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The potential root cause for the reported complaint is due to defective load cells as a result of damage sustained by user mishandling. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. Observed customer reported complaint of lifeband not retracting and platform displaying ua07 error message upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. The over reporting load cells were replaced to address the error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the lifeband did not retract and the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.